Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder® endoprostheses. Reportedly, the physician experienced difficulty while trying to gain access into the contralateral gate with the pigtail catheter. However, multiple attempts were reportedly made to gain access to the gate and the physician believed the gate was cannulated. It was reported the contralateral leg was deployed in the intended location. Following the deployment of the contralateral leg, intra procedure imaging reportedly identified the device was deployed at the outside of the gate. The deployment outside of the gate was reportedly due to incorrect c-arm orientation. Reportedly, no migration of the device occurred. Imaging also identified that flow was only occurring through the contralateral leg component. It was reported the patient was converted to open surgical repair and all three devices were explanted. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved: plc181200/13057102, and plc161000/11403090.

Manufacturer narrative:
The event could not be determined with the provided information. Evaluation summary ¿ three gore® excluder® aaa endoprostheses were returned to (B)(4) for investigation. Submitted unfixed were three gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and two contralateral leg endoprosthesis (cl-1 and cl-2). The lumens of all devices were widely patent, with scattered plaques of adherent dark brown tissue. Scattered dark brown plaques of tissue were adhered to the abluminal surface of the device. The dark brown tissue was consistent with dried blood. A histopathologic examination of the tissue could not be performed due to a paucity of adherent tissue and the lack of proper fixation prior to arrival at (B)(4). The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.